Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented after not feeling well. Upon interrogation, the device was in safety mode and pacing inhibition was noted. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Upon interrogation, it was noted the device was in safety mode. A memory download was not possible, it appeared there was unrecognizable data in the memory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. High power visual inspection of the hybrid assembly noted no irregularities. It is unknown why the device went into safety mode as the memory was completely erased by whatever caused the issue and no irregularities were noted with the hybrid assembly.